Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the broncho videoscope c-cover (plastic distal end cover) was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information for the investigation, the reported event was confirmed. Although, it was not possible to identify the cause, it is likely that a high frequency tool was being used without ensuring sufficient distance from the tip. A definitive root cause could not be determined. The events can be detected and prevented according to the following IFU. Bf-1th190 operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Bf-1th190 operation manual: chapter 4 operation: 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.